Event description:
It was reported that the patient visited the hospital because his artificial urinary sphincter (aus) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the cuff. All components were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient visited the hospital because his artificial urinary sphincter (aus) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the cuff. All components were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and leak tested. Visual inspection revealed a tear consistent with sharp instrument damage along the lateral edge of the cuff shell toward the cuff tab, and the cuff did not pass the leakage test. The pump was visually inspected, leak tested and functionally tested. No damage or abnormalities were observed, and the pump passed all testing performed. The pressure regulating balloon (prb) was visually inspected, leak tested and functionally tested. No damage or abnormalities were observed, and the balloon passed all testing performed. Based on the available test results and investigation, the allegation of mechanical issue could not be confirmed. The reported statement of a hole or perforation was confirmed as a secondary failure, most likely caused during the explant procedure because it is consistent with sharp instrument damage. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.